Event description:
It was reported the device had possible premature battery depletion. The device was in the right study, with pre-egm storage on the entire time. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found high current drain caused by a leaky capacitor.